Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) was at end of life (eol) and exhibited two codes showing battery depletion and charge time out. Further interrogation revealed high out of range electrode impedance measurements. It was unknown when the s-ICD reached eol and boston scientific technical services (ts) stated that the patient should be considered unprotected and explant should occur. Ts further suggested x-rays be taken to look for an underlying cause of the high shock impedance. A revision procedure was performed where x-rays were taken and no issues identified with the system. The s-ICD was explanted and replaced. The electrode was tested with the new s-ICD and yielded within range measurements, thus it remained in service with the new device. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.